Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert. High, out of range and low, out of range hv lead impedance was observed. No issues were seen with provocative testing. Programming changes were recommended. No further information is available.